Manufacturer narrative:
(B)(4). One used lf1537 was received for evaluation and visual inspection found no defects. The device was activated on simulated tissue while pressing the button in various locations to detect any problematic activation issues. The rotation knob was turned to each stop and activated. Functional testing was also performed on porcine kidney tissue. Multiple seals on various size vessels were made. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The knife cut of the device was tested on a silicone test strip with acceptable results. The investigation found the device to function normally and within specifications.

Event description:
The customer reported that the device was not sealing properly. The surgeon had to use standard bipolar forceps to seal the tissue instead. There was no adverse effect to the patient. Additional questions have been asked but to date no information is available.